Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate result on the subject meter. The patient claimed the alleged issue occurred approximately 2 weeks before contacting lfs for assistance, date/time not specified. The patient claimed that immediately prior to testing, he was experiencing symptoms of "lightheadedness." He tested on the subject meter and obtained a reading of "90mg/dl" as compared to "40mg/dl" obtained on a different device (unknown meter) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient denied receiving any form of medical intervention as a result of the alleged issue. At the time of troubleshooting, the cca confirmed the samples were obtained from the same approved site and the testing technique was followed correctly. Replacement products were sent to the patient and subject products were requested back for investigation. This complaint is being reported because, the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting.